Manufacturer narrative:
Supplemental submitted to include additional information that changed field b5 and h6. Product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7082591. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional information was available. Additional information was received that the spinal cord stimulation (scs) patient experienced lead migration, resulting in loss of stimulation. Charging difficulties were also reported with the implantable pulse generator (ipg). Postoperatively, the patient continued to experience pain following his most recent reprogramming, which was anticipated as a normal procedural. The explanted device will not be as it was discarded by facility.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional information was available. Additional information was received that the spinal cord stimulation (scs) patient experienced lead migration, resulting in loss of stimulation. Charging difficulties were also reported with the implantable pulse generator (ipg). Postoperatively, the patient remained in pain after the latest reprogramming, likely due to procedural pain. The explanted device will not be as it was discarded by facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7082591, UDI: (B)(4). Correction to block h6.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported, and no additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7082591. UDI: (B)(4).